Event description:
It was reported to boston scientific corp that a tot (transobturator sling placement) was performed using an obtryx mid urethral sling. Within six weeks, the pt presented with ascites and was diagnosed with bowel carcinoma. It was reported that prior to this, she had no symptoms suggestive of bowel pathology. The complainant inquired about the device and "immunological response that may generate locally or systematically." Date of implant, model # of device used, age, and weight of pt is not known. No additional info is available.

Manufacturer narrative:
The model, catalog, and lot numbers of the device used are unk; consequently, the expiration and MFR dates are unk. We have not been provided with info that indicates the implanted sling has been explanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.